Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.

Event description:
Affiliate reported that the pump appeared to be releasing a higher dose of drug that expected. The device has not been explanted. There is no information to determine if the device will be removed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was not returned for investigation as it is still implanted in the patient. However in the absence of the pump, data logs were reviewed and it was observed that the patient's body temperature decreased (below 37 degrees celsius). As noted in the instructions for use, the flow rate accuracy decreases by about 6 percent per degree celsius. Taking these facts into consideration, no pump malfunction was determined. Additionally, the complaint of a high flow rate is not supported by the data provided from the transaction logs, as the log analysis indicates a slow flow, most likely due to a lower body temperature. A review of the device history records confirms that the device conformed to the required specification prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.